Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), paraesthesia ("tingling in feet and toes"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), adnexa uteri cyst ("paratubal cyst") and ovarian cyst ("cyst on left ovary") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy w/ cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, vaginal discharge, weight decreased, migraine, headache, nausea, fatigue, alopecia, paraesthesia, bladder disorder, urinary tract disorder, adnexa uteri cyst and ovarian cyst outcome was unknown. The reporter considered adnexa uteri cyst, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, ovarian cyst, paraesthesia, pelvic pain, urinary tract disorder, vaginal discharge and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) unknown. Pathology test - on (B)(6) 2020: focal cervical high grade squamous intraepithelial lesion (cin 3), margins negative. -adenomyosis. -small leiomyoma. -proliferative endometrium. -essure wires note grossly at cornua areas. -benigin bilateral fallopian tubes with benign paratubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic pelvic') in an adult female patient who had essure (batch no. C18713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, adenomyosis, anxiety and paratubal cyst. Concomitant products included celecoxib (celexa). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), paraesthesia ("tingling in feet and toes"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), adnexa uteri cyst ("paratubal cyst"), ovarian cyst ("cyst on left ovary") and abdominal pain lower ("lower abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy w/ cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, migraine, headache and abdominal pain lower had resolved and the genital haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, vaginal discharge, weight decreased, nausea, fatigue, alopecia, paraesthesia, bladder disorder, urinary tract disorder, adnexa uteri cyst and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri cyst, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, ovarian cyst, paraesthesia, pelvic pain, urinary tract disorder, vaginal discharge and weight decreased to be related to essure. The reporter commented: current weight: 118 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2020: focal cervical high grade squamous intraepithelial lesion (cin 3), margins negative. Adenomyosis. Small leiomyoma. Proliferative endometrium. Essure wires note grossly at cornua areas. Benign bilateral fallopian tubes with benign paratubal cysts. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received lot number was added. Event lower abdominal pain" was added. Outcome of event " pain and migraine/ headache" were updated as recovered. Reporter information, medical history, concomitant drug and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic pelvic') in an adult female patient who had essure (batch no. C18713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, adenomyosis, anxiety and paratubal cyst. Concomitant products included celecoxib (celexa). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), paraesthesia ("tingling in feet and toes"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), adnexa uteri cyst ("paratubal cyst"), ovarian cyst ("cyst on left ovary") and abdominal pain lower ("lower abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy w/ cystoscopcy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, migraine, headache and abdominal pain lower had resolved and the genital haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, vaginal discharge, weight decreased, nausea, fatigue, alopecia, paraesthesia, bladder disorder, urinary tract disorder, adnexa uteri cyst and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri cyst, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, ovarian cyst, paraesthesia, pelvic pain, urinary tract disorder, vaginal discharge and weight decreased to be related to essure. The reporter commented: current weight: 118 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2020: focal cervical high grade squamous intraepithelial lesion (cin 3), margins negative. -adenomyosis. -small leiomyoma. -proliferative endometrium. -essure wires note grossly at cornua areas. -benigin bilateral fallopian tubes with benign paratubal cysts. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain batch no c18713 production date 2014-01-30 expiration date 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), paraesthesia ("tingling in feet and toes"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), adnexa uteri cyst ("paratubal cyst") and ovarian cyst ("cyst on left ovary") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy w/ cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, vaginal discharge, weight decreased, migraine, headache, nausea, fatigue, alopecia, paraesthesia, bladder disorder, urinary tract disorder, adnexa uteri cyst and ovarian cyst outcome was unknown. The reporter considered adnexa uteri cyst, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, ovarian cyst, paraesthesia, pelvic pain, urinary tract disorder, vaginal discharge and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) unknown. Pathology test - on (B)(6) 2020: focal cervical high grade squamous intraepithelial lesion (cin 3), margins negative. Adenomyosis. Small leiomyoma. Proliferative endometrium. Essure wires note grossly at cornua areas. Benign bilateral fallopian tubes with benign paratubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: mr received : reporter added, case category updated to serious incident. New events added - ovarian cyst and paratubal cyst. Based on the available information , a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.